Event description:
It was reported patient's thoracic leads had migrated after multiple falls. As a result, patient underwent surgical intervention wherein leads and anchors were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.